Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had dirt was observed on the distal end, foreign material was present on the insertion section and k-wire, damage to the balloon water (bw) tube prevented smooth insertion of the balloon channel cleaning brush, and a scratch was observed on the acoustic lens that does not reach the adhesive layer. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.